Manufacturer narrative:
MFR's rep0rt date 06/23/98. File # 02-98-175. The sample was not returned to the MFR for evaluation. However it is possible that the vent filter became "wetted out" during priming and drew air into the line. The proper priming technique per the directions for use is to spike the bag and prime with the vent in the closed position to avoid wetting out the filter media. If the vent filter media becomes "wetted out" air bubbles may be drawn into the line. The MFR will monitor for this issue and take corrective action as deemed necessary.

Event description:
Hosp advised that during a saline flush, pt observed set was full of large air bubbles up to the hickman line. The pump had been stopped by the pt. Set was discarded. There was no pt consequence.